Manufacturer narrative:
Analysis confirmed the customer comment that the lower case was broken. It was also noted that the output connector assembly, hanger assembly and upper case were broken. One output connector nut was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the case of the external pulse generator (epg)was broken. The epg was returned for analysis. There was no patient involvement. It was further reported the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.